Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that during the night the infusion set came off. Customer's blood glucose level was 527 mg/dl. She treated her blood glucose level with a manual injection. The customer called 911. The needle was still in the infusion set. The ambulance did not treat her or check her blood glucose level. They talked to her and left. The device was not returned.